Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 15-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, the pump was unable to power up and found to be completely unresponsive. The pump cover was removed and no moisture ingress or damage was identified to the pump's internal components. The original complaint of an call service alarm issue was unable to be confirmed because the pump was unresponsive.